Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (1000.0 mcg/ml at 110.0 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that device interrogation on (B)(6) 2017 gave results that the reservoir volume was 0.0ml at the time of the refill due to the patient being in another state (california) and did not get his refill done while out oftown. The patient complained of an increase in spasms with no obvious withdrawal. The device diagnosis was pump allowed to empty without timely refill. The pump was refilled as an intervention on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were anticipated/reported.